Event description:
It was reported that the customer passed away. Nurse reported that the customer experienced a button error alarm on the insulin pump and had no back up plan. Customer was advised by family to seek help, however, customer did not contact anyone. It was reported by an officer that when the police entered the apartment and found the customer the infusion set was connected to the customer; however, the insulin pump was on the table close to the bed with no battery. It was also noted that the customer had been using the insulin pump since 2008. The insulin pump was requested to be sent back, however, the request was denied by the police officer. No further info reported.

Manufacturer narrative:
The insulin pump was received with unresponsive down button, unable to determine root cause due to preservation. No button error alarm noted during our testing. The insulin pump has a47 alarms in the alarm history screen to do corrupted history files. Unable to perform functional testing due to no button response. The insulin pump was received with no battery installed and was reset to factory default. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.